Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 076) issue. The reporter stated that the sensor wire was stuck in the patient¿s back and a family member removed the wire. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.